Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not meet the flow rate testing and did not pass preventative maintenance testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that the pump did not meet the flow rate testing and did not pass preventative maintenance testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Complaint of over-infusing cannot be confirmed through verification testing. Device passed all testing criteria.